Event description:
Refer to manufacturing report # 3007566237-2013-03874 for additional information on related events.

Event description:
Additional information received reported that the surgeon implanted a depth electrode successfully. Upon completion, the surgeon attempted to remove the electrode through the sheath. The electrode became stuck and upon further inspection was found to have a defect on one of the metal contact points. The electrode was explanted and taken off the field. A new electrode was implanted without incident. It was stated that the patient experienced an extended operating room (or) time, but there was no long term harm to the patient.

Event description:
It was reported that there was a "defective lead". It was stated that there was a "metal dot" stuck to the contact and they could not get the lead through the cannula. The lead was replaced intra-operatively. Additional information received reported that there was "extra metal" on contact #3 which prevented the removal of the cannula as a result, the lead was explanted and replaced with a new one. Additional information received reported that the implantable neurostimulator (ins) had not been implanted yet, and there was no therapy yet for the patient. It was noted that there was a piece of metal on contact #3 which prevented that removal of the cannula when trying to lock the lead in after having placed it in a good position. Because the surgeon could not retract the cannula, the entire lead had to be removed and a new one was placed that did not have an extra piece of metal. Additional information received reported that the patient was "fine", but he did not have the full system implanted yet.

Manufacturer narrative:
The #3 connector weld is out of specification measuring at 0.0060" (spec. = no greater than 0.0050"). This analysis was re-opened in order to clarify the analysis results. The original analysis measured the weld height along with a measurement of the connector sleeve and concluded based on the difference of the two that the weld was out of spec. The weld measurements were checked again, but this time the measurement of just the weld height on each of the connectors was done and similar results were obtained as the original analysis, however, this time only the weld was measured to remove the impact that the measurement of the connector sleeve might have on the result. The new measurement method produced the same result that the weld height on the #3 connector is too high.

Event description:
Additional information received reported that impedance values. The impedance values on the left side were: c<(>&<)>0  1085, c<(>&<)>1  1313, c<(>&<)>2  1552, c<(>&<)>3  1759, 0<(>&<)>1  2176, 0<(>&<)>2  2557, 0<(>&<)>3  2858, 1<(>&<)>2  2613, 1<(>&<)>3  3036, 2<(>&<)>3  3060. On the right side they were: c<(>&<)>8 1049, c<(>&<)>9     1215, c<(>&<)>10   1271, c<(>&<)>11   1333, 8<(>&<)>9     2125, 8<(>&<)>10   2314, 8<(>&<)>11   2455, 9<(>&<)>10   2271, 9<(>&<)>11   2540, 10 <(>&<)>11 2236. There were no out of range impedance values. The patient had received a battery on (B)(6) 2013.

Manufacturer narrative:
Product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator product ID 3387s-40, lot# va0bbqp, (B)(4): analysis of the lead (lot#va0awnq) found that the proximal end weld was too high. The weld on the #3 connector sleeve was out of specification. The #3 connector was 0.0565" and the total height should not exceed 0.055".